Event description:
It was reported that the patient's device was beeping. Interrogation indicated that the right ventricular (rv) lead had high impedance along with oversensing of noise. A fracture was suspected. The rv lead was partially removed as the lead was difficult to remove. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. (B)(4).